Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse observed damage on the back panel assembly and replaced it, which resolved the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator&#38112;compressor would not stop running when attached to wall air outlet. The patient was removed from the ventilator without harm. Although requested, it is unknown if the patient was transferred to another ventilator.